Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that about a week or so ago, all of a sudden, they had no control at all over their urine. Patient stated they have not had this problem at all since they got the system, either with bowel movements or urine, but in the last week, with no warning whatsoever, no urges, they would just start peeing. Patient mentioned yesterday in a store, they were shopping with their husband for lawn furniture and they just started peeing and they had urine running down their leg. Patient was able to hold their purse behind their butt and walk to the restroom but it could have been embarrassing. Patient also mentioned about a month ago, they started therapy for the pelvic floor and their urologist recommended that and patient did not think that would have anything to do with it but noted that it might. Patient has been slowly increasing the intensity normally but they have not felt anything different, but it showed that therapy was on. Last evening, patient turned it up to 1.7 and they were not feeling anything. Agent walked patient through connecting to implant and patient was on program 3 and increased to 2.1 where the stimulation was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. 2025-jul-25 additional information was received from the patient. The patient reported that the cause of the sudden return of symptoms/ no control over their urine was determined but they did not know the cause. They reported steps taken to resolve the issue included that they had the device reprogrammed. They reported that the issue was resolved. 2025-nov-10 additional information was received from the patient (pt). They reported that they have been having trouble with ins for quite some time. Patient stated they don't have time to get to the bathroom and when they feel like they need to go they need to go immediately. Patient also stated they have to strain to get urine out. Patient stated their doctor told them to call and to never change the program without calling. Agent reviewed role of patient services vs doctors as medical professionals. Patient stated they have only increased stimulation they don't think they have ever tried changing programs. Agent walked patient through changing programs during the call and patient increased stimulation to a comfortable level. Patient also mentioned that their ins site has been sore since they got the ins and they are sore if they roll over on their hip at night or wear jeans that are tight at all. Patient stated hcp readjusted leads but not ins. Patient to maintain stimulation and monitor symptoms. Also reviewed MRI mode and ultrasound compatibility. Patient stated hcp readjusted leads but not ins.